Event description:
In 2004 a pt was treated with balloon kyphoplasty for two osteoporotic vertebral compression fractures at l3 and l4. The procedure went well with no difficulty in performing the balloon kyphoplasty. In the recovery room the pt complained of some left leg pain which resolved prior to discharge. Approximately one week post-operative the pt complained of left leg weakness and "buckling" at the knees. Radiographs taken at that time revealed a bone cement extravasation outside of the vertebral body in the area of the pedicle near the l4 nerve root. The treating physician referred the pt to a second surgeon for consultation. The second surgeon confirmed the presence of bone cement around the l4 root. The cement was removed surgically with improvement in the l4-related left leg weakness.